Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the reporter, on (B)(6) 2026, the patient experienced loss of consciousness and fell to the floor. The patient was unconscious for 5 hours and sustained a ¿broken face¿ and cracked ribs due to the fall. It is unknown what the cgm device was displaying at the time the patient lost consciousness, but it was understood that the cgm device was inaccurate during the event. The patient was brought to the hospital (unknown how). No blood glucose reading was reported from the event, and it was unknown if the patient experienced a hypo or hyperglycemic event. It was unknown what treatment was given to the patient at the time of the loss of consciousness, but the patient stated that during the hospitalization, they received insulin. No further medication was reported and at the time of the report, which was 3 days after the event date, the patient was still at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient´s current condition was unknown. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia/hyperglycemia and loss of consciousness.